Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps container was damaged. The following information was received by the initial reporter and translated into english: it is reported that a quality problem was detected in key 300183, since "in the process of assortment, 1 piece of the 30 containing the shipment box is broken at the top, the piece was in the second line of the shipment box".

Manufacturer narrative:
Investigation summary: the customer provided 4 photos and a video showing the broken sharps collectors received. The photos clearly show the issue and the complaint has been verified. The root cause is unknown but most likely due to improper handling by a distributor. Supplier has been notified of this issue. According to the device history record review process, no issues as damaged base was reported during the manufacturing process of the lot number 2166941. Also, a review of the non-conformance material report was performed; the result showed no issues reported for the same issue and part number throughout the last twelve months within our process.

Event description:
Photos and video received.